Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "570:320:654:0000 ". This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed and reproduced during service. The cause of the reported condition was determined to be use/user error. The problem could have been avoided if the user had taken different actions. To correct the reported problem the battery and battery harness were replaced. Additional information: the user interface module software version is 5.09.90. This issue has been escalated to CAPA.